Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus was broken. As a result the stylus assembly was changed. (B)(4).

Event description:
It was reported that the top of the stylus was cracked. The programmer was returned to the manufacturer for servicing. There was no patient involvement.